Event description:
On 1/3/96, it was reported to co that an uncommanded table motion occurred to co model 2000 s/n t9-2040 located at hosp. During a procedure the table top moved laterally towards the tower. System operator rebooted system in order to restore table functions. After system rebooted the procedure was finished without any further delays. Hosp staff reported no adverse event, death, or serious injury to pt involved. Co's field service engineer was able to diagnose the system malfunction to the table control footswitch. The table controller pcb needed an ic chip reseated. Fse tested/inspected and returned system to current specifications.